Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6) prefecture 6750037. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. Three blades were present on the balloon surface, however the following blade damage was noted on one blade: a 1mm portion of the distal blade segment was found to be lifted from the blade pad and pulled distally. The blade pad was found to be fully intact to the balloon surface. A visual and tactile examination identified no issues with the hypotube or the shaft polymer extrusion of this device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).